Manufacturer narrative:
The complaint cannot be verified. The headset meets product specifications. The returned unused headset was visually inspected and tests for flow and tightness were performed. All test results were within specifications.

Event description:
Patient reported her blood glucose was 19.0 mmol/l (342.0 mg/dl) in the morning on (B)(6) 2013. The infusion device had displayed an e4 occlusion error during the night, and she changed the infusion set. She received 3 more e4 occlusion errors between 8:00-8:30 a.m. And changed the infusion set again. Her blood glucose was 25.0 mmol/l (450 mg/dl) around 12:00 p.m. And "hi" at 4:30 p.m. She called a healthcare practitioner and was advised to go to the hospital. She was admitted to the hospital at 5:00 p.m. And her blood glucose was "hi." She was treated with insulin, and her blood glucose lowered to 25.0 mmol/l (450 mg/dl) by 7:30 p.m. She was discharged from the hospital on (B)(6) 2013, at 10:30 a.m., and her blood glucose increased to 19.0 mmol/l (342 mg/dl) after restarting the infusion device. She inspected the cannulas and found they were bent at a right angle, and the infusion set adhesive was wet with insulin. She switched to a different type of infusion set and has not experienced further concerns.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.